Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Concomitant products that used in this study: lasso catheter, carto. Other companies devices that were used in the study: transseptal sheaths. (B)(4).

Event description:
This complaint is from a literature source. It was reported that a total of 124 patients with af persistence underwent ablation between march 2008 and february 2017. Sixty-one patients were randomized to the pvi-only group and 57 patients to the substrate-modification group. Among them, two patient from substrate modification group developed groin bleeding requiring surgical therapy. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿stand-alone pulmonary vein isolation versus pulmonary vein isolation with additional substrate modification as index ablation procedures in patients with persistent and long-standing persistent atrial fibrillation¿ the prospective and randomized (B)(6) sought to assess, in patients with persistent and longstanding persistent af, the midterm outcomes after index ablation strategies of stand-alone pvi or a stepwise approach of pvi followed by cfae and linear ablation. Suspect device is a standard irrigated-tip 3.5-mm-tip ablation irrigated radiofrequency catheter, however catalog and lot number is unknown.